Event description:
Driver was returned for repair only. Upon receipt, it was noted that the distal tip was broken off and missing. In contact with the hosp, they informed us that the driver tip had broken off in a screw during an extraction procedure. Both the screw and the driver tip were retrieved with no injury to the pt resulting.